Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets do not stick and do not adhere to the body. Customer also indicated that their blood glucose reading was 463 mg/dl at the time of incident. Troubleshooting indicated that new infusion sets would be provided. Customer indicated that they know the reason for the high blood glucose and do not need to troubleshoot. No further details given